Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were working, after the insulin pump may have been exposed to perspiration. The customer further stated there were cracks on the insulin pump. Her blood glucose level was 250 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted on electronic assembly and or motor. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device had cracked case at display window corner, cracked reservoir tube window, and missing end cap sticker.